Event description:
An endurant stent graft system was implanted for the endovascular treatment of an 5.6 cm in diameter abdominal aortic aneurysm. Vessel morphology was reported as the aortic neck is 23 mm in diameter at the renal arteries. The left common iliac artery is ectatic. The total length was stated as 180mm for right renal to right hypogastric artery. The physician did not perform angiogram for pre-implant measurement. The endurant bifurcated stent graft 28x16x166 device was implanted however it was too long and covered the hypogastric artery. The measurement was wrong. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Conclusion: incorrect measurement.